Event description:
The caller stated that a nurse was cleaning a tracheostomy tube and it cracked on both sides. The intensivist on duty was alerted and he changed the tube for a new one. According to the caller this occurred 5 times, each occurring sometime in last year (however, they were only reporting it just now). The tube was discarded and the lot number is unk. There are no specific pt details.

Manufacturer narrative:
The lot number is unk therefore the date of MFR cannot be determined. The tube was discarded therefore unavailable for failure investigation. No analysis or conclusions can be made without the device or the lot number. Info has been added to the database for trending purposes.